Event description:
Minor laparotomy drape was noted to have a puncture/hole in the table drape upon opening the pack. The pack was set aside and a new was opened in its place. (B)(6). FDA safety report ID# (B)(4).